Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was observed on the rv lead. Patient was asymptomatic. All other electrical measurements were normal and in-range. Programming changes were made. Patient was stable before, during and after the event.